Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the complaint device was received for product analysis. A kink was identified on the hyptoube shaft, 44.5cm distal to the distal end of the strain relief. A detailed microscopic examination of the balloon material identified a pinhole in the mid-section of the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The inner lumen under the balloon profile was stretched. No issues were noted with the tip of the device. A microscopic examination of the distal and proximal markerbands identified no damage. An attempt was made to inflate the balloon however a pinhole was identified in the mid-section of the balloon. The encore device was verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. A 10mm x 2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. Also, the protector tip was damaged. The procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition post procedure.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. A 10mm x 2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. Also, the protector tip was damaged. The procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.